Event description:
Reporter alleged the patient received the results of 48 mg/dl and 121 mg/dl back to back within 10 minutes on the inform system. Reporter stated the patient was hypoglycemic with the 48 mg/dl result and was treated with a "d50 push" into the IV. The result of 121 mg/dl was after the treatment with the d50. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter doesn't have the strips left, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.